Manufacturer narrative:
(B)(4). Physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system/memory pcb assembly at the failure analysis center and was unable to duplicate the problem. Further cause of the failure could not be determined.

Event description:
During a scheduled inspection, physio-control found that the device would not boot up properly. There was no pt use associated with the event.